Event description:
It was reported that the customer was concerned with the insulin pump and did not feel comfortable with the use of the device. It was stated that the customer was experiencing high blood glucose for a month and noticed air bubbles as well smell insulin in the reservoir compartment. The caller stated that the insulin from the reservoir leaked possible past the o-rings and it happened in the past. The customer mentioned that it did seem the p-cap and the infusion set connection was too loose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.